Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the instrument was not working properly. There were bile leaks requiring ercp intervention. Pt is fine. No further info known.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.